Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels, possibly due to the insulin pump's settings. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 484 mg/dl. The customer was assisted with adjusting the device's settings. The insulin pump was not replaced or returned for analysis.